Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient gets tingling in their arms and hands when they raise their hands about their head. The patient does not lose any therapeutic effect when this happens. There have been no significant falls, but the patient stated they have hit their head a few times when bending over. No specific head injury was known. The patient is meeting with their healthcare provider (hcp) on (B)(6) for further diagnostics and impedance testing. The patient will turn their ins off and see if they can get the tingling to occur. The issue has not yet been resolved. No further complications were reported or anticipated.